Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10 - other medical products in use during the event include: product ID {d-evolutfx-2329}; product lot {unknown}; product type: {0195-heartvalves}; implant date: not implantable product ID {evolutfx-26}; product serial {(B)(6)}; product type: {0195-heartvalves}; implant date: not implanted. Medtronic received additional information after a regulatory report was submitted (see h10) which provided the serial number of the complaint valve; however, the event was determined to be a related event to an existing complaint file. The events were merged into one and the entire event will be captured together. Note, the previously submitted regulatory report noted in h10 reported a valve serial number that does not appear to have been implanted in the patient. The reported gradient and leaflet mobility were noted on the smaller valve following the valve implant procedure. Let this report correct the information to document the 23mm valve is the reportable suspect device due to the unknown/increased post-operative gradient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, inside a previously implanted non-medtronic surgical valve, the implantation was not successful as it was noted that the valve was likely oversized. Subsequently, it was decided to downsize and use a smaller valve. No adverse patient effects were reported. Additional information was received to report following the implant of a transcatheter valve, the implant depth of the valve frame was approximately 6mm on both the non-coronary cusp and the left coronary cusp. At the 30-day post-operative follow-up appointment, an increased gradient and decreased valve leaflet mobility were observed. No patient complications or treatment were reported.